Event description:
It was reported that the patients ipg was unable to charge and would not turn on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.